Event description:
A malfunction alarm identified as malf 0 was reported by the customer. The impact on the customer's blood glucose level was unknown, as the customer declined to provide this information. The customer was assisted by technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to contact technical support if the issue reappeared.